Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the information provided, the patient experienced intraoperative perforation during the procedure and that chest compression was administered. The reported event could not be definitively confirmed due to limited information provided. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient experienced intraoperative circumflex artery perforation. Prior to the event, the physician pre-dilated the lesion with a high pressure non-compliant (nc) balloon. It was followed by a shockwave c2 coronary intravascular lithotripsy (ivl) balloon with initial pressurization to 10 atms. The perforation was treated with an implantation of stent. Accordingly, the physician stated that chest compressions were administered to the patient. The patient has since been discharged to home with no clinical sequelae. No additional information was provided.